Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: correction: the date returned to manufacturer was documented as november 24, 2017 on the previously submitted supplemental medwatch report. This date has been updated to november 27, 2017. Subsequent investigation was performed which indicated that it was reported in error that the device had a worn bearing. Upon further investigation of the device evaluation, it was determined that the device had heat. Therefore, the reported condition that the attachment device was getting hot was confirmed. The assignable root cause of this condition was updated, and determined to be traced to component failure due to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings of the device were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was getting hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Date device returned to manufacturer was entered as december 01, 2017. It has been corrected to november 24, 2017.